Event description:
It was reported that the pump touch screen unexpectedly ¿went dark¿ and became unresponsive. There was no reported impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.